Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, user encountered an alarm on the ethicon generator indicating that the blade's pressure on the harmonic ace instrument was high. The user immediately removed the instrument, cleaned the blade, and reinstalled it again. However, an error message occurred where the arm number of the vision side cart popped up and changed to yellow. The user attempted to remove the instrument by pressing its release button, but it would not come out. The user then reinstalled the instrument, which caused the blade to cross and break. A fragment fell into the patient and it was retrieved during the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the fragments were retrieved and confirmed by visual inspection. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. There was no patient injury. The instrument was removed and replaced with a backup of the same kind. There is no report of post surgical complications and the patient has not returned to the hospital. The instrument was in use for 10 minutes prior to the issue. The instrument did not collide with any other instruments or other hard materials during the procedure. The instrument was inspected before use, and no damage was found. The staff did feel resistance upon the second removal of the instrument through the cannula. The wrist was straightened during the instrument removal. The staff did not notice any damage to the cannula after the event. The fragment will be returned to isi for evaluation. The reporter was unable to disclose the patient demographic information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was returned and was found to have a broken blade. The blade broke at roughly the base. A piece approximate 0.425" x 0.085" was found to be broken off and the broken piece was returned. Components adjacent to this broken blade did not show damage.